Event description:
Approximately three hours into hemodialysis treatment a leak in the pump segment occurred on the bloodline. Unit staff was aware that the pump segment was not properly installed in the pump housing per the instruction manual for the althin 1000 dialysis machine. Blood volume in the blood line and dialyzer were discarded resulting in ebl of 219cc.